Event description:
One touch ultra meter was promting the error 2 message. The medical affairs specialist spoke with the pt to obtain add'l info. The pt had been obtaining the error 2 message intermittently for 2 months. The pt reported that he went to the hosp as a result of obtaining a 400 mg/dl on the reported meter and feeling lightheaded. The pt could not recall if an error 2 message appeared on that occasion. Upon his arrival at the ER, a result of 116 mg/dl was obtained. He was administered IV glucose and admitted overnight for observation. The pt did not allege harm. There is no info to suggest that the pt experienced injury or medical intervention due to the meter. The customer care rep (ccr) verified that the pt was using the correct testing technique and the test strips were in good condition. The ccr walked the pt through retesting, using a test strip (from current vial) and a test strip from a new vial. Both tests prompted the error 2 message. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.